Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted: (B)(6) 2014 .4592 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post routine generator change out a lead warning for high/undefined pacing impedance was observed on the right ventricular (rv) lead. The rv lead remains in use. No patient complications have been reported as a result of this event.